Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified secondary access set under-infused during infusion of bevacizumab on a baxter pump. It was further reported that during the start of infusion no issues were noted. However after 15 minutes, the infusion was not completed with a significant amount left in the bag; concurrent flow was noted. Back priming did not improve the flow. There was no patient injury or medical intervention associated with this event. No additional information is available.